Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they require emergency medical service due to two minute seizure on unknown date. The customer experienced low blood glucose level of 30 mg/dl in the past week. The customer stated that they were using the auto mode feature. The customer had issues with two sensors that failed early. One sensor the transmitter died very fast, had to change the sensor and the second one, went to pull it out of the box, and the adhesive was stuck to the packaging. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The event date and hospitalization information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they require emergency medical service due to two minute seizure while having a normal blood glucose on unknown date.